Event description:
It is reported that surgery was delayed for 30 mins when surgeon was unable to unscrew the distal placement guide from the mis distal femoral cut guide. The surgeon then broke the tip of the screwdriver in the distal placement guide.

Manufacturer narrative:
This report will be amended when our investigation is complete.